Event description:
Healthcare professional reported right side infection. Device has been explanted.

Manufacturer narrative:
This DHR will focus investigation for infection (early onset) event. If required, additional event code will be analyzed. The DHR assembly report from sap was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. See ¿3340082 report¿ attached. Review of sterilization run 30034118, related to work order 3340082 did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications. With the information collected during the investigation, there is enough evidence to support that serial number (B)(6) was manufactured under controlled conditions in accordance with allergan medical procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported right side infection. Device has been explanted.

Event description:
Healthcare professional reported right side infection. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.